Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope's balloon's tip fell off into the sink during cleaning and broke. The intended procedure was a diagnostic endobronchial ultrasound bronchoscopy (ebus), and it was completed with the subject device. There were no reports of harm to the patient or equipment operator, and the issue did not impact the results of the diagnosis/treatment. This report is being submitted for the reportable malfunction of balloon fell off.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. It was observed the tip at the probe unit was broken. The additional findings are as follows: there was a deep dent and scratch in the distal end channel side opening, the bending section cover's glue was cracked, the ultrasonic image had a broken element (#15), between the scope connector and ultrasound connector was loose, and there was insufficient angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.